Event description:
It has been reported to co that upon opening the packaging of this device the stopcocks on the device are "springing out of the package becoming unsterile." There was no patient involvement. The device is being returned for co's evaluation.